Manufacturer narrative:
(B)(4). Date of initial report: 11/28/2016. The site has indicated that the incident sample is not available. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there were no observed issues during a laparoscopic gastric sleeve procedure. The surgeon later reported that the patient experienced post-operative bleeding. The surgeon was unsure if this was a result of the device.